Event description:
It was reported that the plate broke post-op causing wrist movements and bone loss started to occur. The broken plate was explanted, and a new plate was implanted. No other adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned total wrist fusion plate, neutral (part number 70-0362, batch number 584467) was examined visually under magnification. There were clear signs of wear in the form of scuffs and loss of the anodization layer on the plate surrounding the broken point. The fractured surfaces were approximately perpendicular to the plate shaft and had clear striations, likely beach/clamshell marks, which were accompanied by smoother protrusions, indicating a possible fatigue fracture. Fatigue fractures can be caused by repeated loads or stresses followed by a sudden crack which then propagates. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.